Event description:
The device is not expected to be returned for evaluation. The ventrix catheter would no zero prior to insertion. Another catheter was used, which did zero, was properly placed and functioned as desired. The catheter that would not zero was discarded by the facility.